Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2017-00231: neck. 3025141-2017-00233: head.

Event description:
An arh slide-loc radial head replacement product was implanted on (B)(6) 2017. The surgeon has decided to explant the implant for unknown reasons. Revision surgery not performed to date.